Event description:
The patient was implanted with a left ventricular assist device (lvad). The perfusionist reported that the patient had chest pain and high powers. An echo report stated that the findings suggested that the left ventricle cavity was not as decompressed as would be expected for a lvad case. The aortic valve appeared to open with every native ventricular contraction with significant native ventricular ejection. Limited spectral doppler of the lvad inflow showed very little diastolic flow. Both the native ventricular ejection and low diastolic lvad inflow velocity suggested that lvad output was lower than expected, and this was also supported by the left heart enlargement and tachycardia. Combined with the echo findings and the lower than expected lvad rpm, thrombus was suspected in the rotor. The pump was turned off, the patient placed on ECMO, and a pump exchange occurred on (B)(6) 2014.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.